Event description:
Reporter noted four metal particles were found in pateint's eye after phaco three particles were removed during operation, one remains. Stated case was completed as planned; no patient injury.